Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart xl+ had an 'x' signal error in the system. There was no patient involvement.